Manufacturer narrative:
The reported event of unexpected reset was confirmed. The device was received in reset conditions with battery voltage above elective replacement indicator (eri). A device history record (DHR) review was performed, and the product passed all quality control test prior to distribution. The device was restored from service app to therapy app. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that an insertable cardiac monitor (icm) was interrogated prior to implantation and it was noted that a device reset had occurred. The icm was not used and a different icm was implanted. The patient was stable throughout.